Event description:
Implant failure. Initial stabilization obtained and has been integrated for 10 months before loaded and is rejected 3 weeks after load. Site: number 6. Implant placement: (B)(6) 2013. Prosth. Restoration: (B)(6) 2013. Date of implant removal: (B)(6) 2013. Bone quality type: iii. At time of implant failure there was mobility.